Event description:
During the attempts to maneuver catheter, it became apparent the catheter had kinked somewhere along its course within the left brachial artery. At this point, the guiding catheter was carefully withdrawn allowing identity of the catheter kink. Catheter was no longer usable due to kink and was completely removed intact from pt's body. Catheter removed was nearly broken into.